Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no audio alarm. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement. However, the audio tones/beeps/vibrate no function properly, audio test failed when adjusted the audio options volume 1-5 all sound setting ware same levels and pump error 63 alarm during self-test. Also, pump error 63 is confirmed in the device history file due to an electronic defective.